Event description:
Pt states that on (B)(6) 2017, she noticed that pump low volume alarm did not beep. Upon replacement, she discovered that cartridge was empty, but screen was displaying qty. Pt reported that she has not experienced any side effects replacing pump sn: (B)(4). This event occurred while in use with the pt. Pt reports on clinical injury. Product was being returned to us. Dose or amount: ud, frequency: continuous, route: sq infusion. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: i27.0.